Manufacturer narrative:
The reported event is confirmed as manufacturing related. Four photos were received. The first one shows an overview of the catheter and syringe, the second photo zooms into the catheter balloon and tip noticing a side of the balloon with what it seems like solution remaining inside. The third photo shows the catheter cap, and the last photo is the tray label. Received also 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with the returned syringe and concentricity was found within specification however lumen to lumen leak was evidenced since solution was leaking from the cut portion of drainage tube. This is out of specification which states:" catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause is core pins are supplied according to the drawing specifications. However, when replacing a core pin with a new one during funnel molding operation, it is necessary to readjust the length of the core pin, in order to prevent over-flow of silicone or damages into shaft. Additionally, bronze plates used for verification of core pins do not represent their actual design and makes difficult the verification of core pins. Also, instructions for removal of the molded piece are included in the manufacturing procedure, if this operation is not correctly performed the core pin will damage the inner wall of the lumen when retrieving the core pin incorrectly. DHR review is not required. Labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that only one side of the foley catheter balloon swells. Per follow up received on 05jun2024, stated that the lumen to lumen leak was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that only one side of the foley catheter balloon swells. Per follow up received on 05jun2024, stated that the lumen to lumen leak was found during sample evaluation.